Event description:
It was reported that during deployment of a vascular stent in the iliac artery, the stent could not easily expand, tangling at the placement site and restricting blood flow. A stent fracture was also identified and repeated inflations were performed within the tangled stent. Final radiographic images demonstrated reduced blood flow, although it was improved after pta had been performed. Further information is pending.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.